Event description:
The customer reported a communication failure error message. Per the fe this error caused the system to lock up and become unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 was evaluated, reseated and readjusted. The system was tested and found to be working as intended and returned to service.